Event description:
It was reported that a 72-year-old asian female patient underwent a breast surgery with implantation of an undisclosed mentor gel breast implant prosthesis. Post-operatively, the patient was experiencing pain and hardness in her breasts. Upon an in-office visit with a medical professional, she was diagnosed with a bilateral baker grade iii capsular contracture of her breasts. As a result, the patient underwent bilateral removal and replacement with 250cc mentor memorygel breast implants on (B)(6) 2022. During the replacement procedure, her breast implants were also discovered to be ruptured. There were no procedural delays or other patient harms reported. The date of implantation was provided to mentor as a best estimate. The date of event was not provided to mentor. Refer to manufacturing report number 1645337-2022-11014 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 05, 2022, the mentor analysis lab received the suspect medical device for evaluation. With the product return, the identity of the device was provided. However, two device returned without side indications and had the same lot number. As such, the following device will be referred to as device b. Size: 300cc, brand name: mentor memorygel breast implant, catalog: 3507300bc, lot: 5912549. On october 10, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant have a rupture on the posterior view, measuring approximately 3.5 cm. Additionally, a shell abrasion was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).